Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage shows that battery depletion/ eri (elective replacement indicator) was indicated. Time of eri in save to disk was on (B)(6) 2012 device eri less than or equal to 2.62 volts. The daily battery voltage trend data showed spike decreases for battery voltage equal to 2.64 to 2.62 volts range between (B)(6) 2012 and (B)(6) 2012.